Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had both the patient¿s right ventricular and right atrial leads explanted and replaced. The right ventricular lead, sn (B)(4), was both oversensing and relaying noise. The right atrial lead, sn (B)(4), was relaying noise. During the procedure, the doctor also chose to explant the pacemaker and upgrade the patient to a biventricular device. The patient was stable before, during, and after the procedure.